Manufacturer narrative:
Consumer alleges he was operating the unit on a sidewalk that he described as being covered with debris, including rocks and dirt when the unit allegedly overturned into a retaining wall

Event description:
Consumer alleges he was operating the unit on a sidewalk that he described as being covered with debris, including rocks and dirt when the unit allegedly overturned into a retaining wall.